Event description:
It was reported that the zimmer air dermatome unit skips when taking skin, and the dermatome is missing bits of skin.

Manufacturer narrative:
The device was returned to the MFR for repair. Device is 5 years old and was last serviced in 2007. No failures were found during testing which would have caused the reported issue. The cause of the reported issue is unk. A letter will be sent to customer on findings.